Manufacturer narrative:
On november 10, 2022, nakanishi received an email from the distributor stating that the distributor had no intention of returning the device involved in the event or disclosing any further information, including information about the patient. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject master ii standard device (serial no. (B)(4). As a result of the examination, nakanishi found that the DHR indicated than no problems occurred during manufacturing and testing of the subject device.

Event description:
On october 27, 2022, nakanishi received an email from a distributor (B)(4) about a patient's accidental ingestion of a dental bur. The event occurred on (B)(6) 2022. The dentist was performing a crown removal procedure on tooth #20 of a patient using a master ii standard (serial no. (B)(4). During the procedure, the bur came out of the handpiece, and the patient was instructed not to swallow, but the patient anyway swallowed the bur. The patient did not cough or choke. The patient was advised to get a chest x-ray and decided not to get one. They had since been back to the office to continue planned treatment and has future treatment scheduled.